Event description:
Technologist in MRI was placing the hearing protection device on the patient when the head band broke, scratching the patient's right side of nose causing a small amount of bleeding. Nose was cleaned and pressure was applied for 10 minutes. Bleeding stopped and procedure continued with a new headset.